Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the error was confirmed and identified as a scope communication error 218 , but a root cause could not be established for this failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error. The event was found during a therapeutic gastroscopy and was completed with a similar device. There were no reports of patient harm.